Manufacturer narrative:
(B)(4). Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, there have not been any allegations of a malfunction or deficiency related to the explanted valve. The discharge summary also documents the patient having an abnormal anatomy, which likely contributed to this event. Unfortunately, the root cause of this event cannot be confirmed with the available information. No further actions are possible.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 days. According to the patient's discharge summary, he was initially admitted with critical aortic stenosis requiring aortic valve replacement (avr) with the subject device on (B)(6) 2013. At the conclusion of the procedure, intraoperative transesophageal echocardiogram (tee) demonstrated normal ejection fraction with no evidence of perivalvular leak. Unfortunately, on the morning of (B)(6) 2013, the patient developed acute onset of 9 out of 10 chest pain. This was accompanied by st depressions and elevations in the lateral leads. As the patient had a normal left heart catheterization and no evidence of coronary artery disease, this was highly concerning for obstruction of the left coronary ostia by the bioprosthesis. Out of concern for one of the posts of the valve being adjacent to, and perhaps intermittently obstructing, the left coronary artery, the patient underwent redo-avr. On (B)(6) 2013, the device was explanted and replaced with another edwards bioprosthetic valve, with compensation for the patient's abnormal anatomy so that the left and right coronary ostia were well within the nadir of the bioprosthetic struts. The rest of the operating course was uneventful. The patient was discharged home on (B)(6) 2013. Of note, there have not been any allegations of a malfunction or quality deficiency related to the explanted valve.